Manufacturer narrative:
The device was received by baxter medina, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a system error 322 (link switch error low). Service evaluation verified the error code 322. The cause was identified to be a failed input/output (I/o) printed circuit board which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump at baxter puerto rico, the device experienced system error 322 (link switch error low). No additional information is available.